Event description:
It was reported that bd us cathena 18gx1.25in straight bc leaked it was reported by the customer that product leakage through the septum. Verbatim: rcc received a complaint via email. Email(s) attached. On 4/21/25 bd issued a medical device product removal to address the reported issue of product leakage through the septum. This notification affected presource raw material inventory and/or finished goods. As a result, a supplier corrective action request is being issued for root cause investigation and corrective/preventive action.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No samples or photos were returned for investigation. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue.